Event description:
A nurse reported that during cataract surgery, the cautery did not function. The staff attempted to troubleshoot by changing the cable and clip, but this did not resolve the issue. A second cautery system was brought in and used to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep checked the cautery and cable with the system and no problem was observed. The system was then tested and met product specifications. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate for confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).